Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by a defect in the patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center is not producing an image, and received error code n206. Stating, the image is corrupt and cannot be transferred to the cv-190. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation of no image was confirmed. The device evaluation found the circuit board was defective. Software needed to be upgraded from 4.00 to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.